Event description:
It was reported via a trial that on (B)(6) 2008, the pt underwent direct stenting in the left proximal circumflex artery with one xience v stent. On (B)(6) 2010, the pt experienced recurrent chest pain and was admitted to the hospital and required percutaneous coronary revascularization of the target lesion. The patient's condition resolved and was discharged on (B)(6) 2010. There was no additional info provided.

Manufacturer narrative:
(B)(4). Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, no pre-dilatation was performed prior to implanting the xience v stent. The IFU states that, "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." (B)(4) no pre-dilatation.